Event description:
This lead was implanted on (B)(6) 2008 and is still on active united states implant, with off label allegation. The physician was (B)(6) at (B)(6) hospital in (B)(6). Other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).